Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported being discharged from the hospital for an unknown event. During follow up with patient's nurse (B)(6) 2017 it was reported that the patient was hospitalized (B)(6) 2017 until discharge (B)(6) 2017 morning for hypokalemia and elevated blood pressure. The nurse attributed the event to frequent diarrhea, poor diet, and failure to adjust pd prescription based on the patient's weight gain / loss. The patient was only using 1.5% solution prior to the event. Patient has been advised to follow prescription and use 2.5% solution as needed for better fluid control. While hospitalized the patient persisted with low potassium even with potassium supplements so the facility kept her for monitoring for 5 days. The patient has since improved diet and been better about fluid balance. Additional information was solicited but not made available.